Event description:
A (B)(6) pt with the history of ischemic dcm with primary prevention ICD implanted in 2016 with riata 1580 lead that was shown externalization of its coils the pt received her therapy from her device, with atp in 2011. Her device has reached eri. Pt was admitted on (B)(6) 2016 for elective laser sheath lead extraction and replacement with dual chamber device. During the procedure, the pt suddenly became hypotensive. Tee was done and did not show any larger effusion. Blood pressure returned to normal briefly and the lead was extracted. Hypotension was thought due to pulling on the right ventricle through the lead. After lead extraction, the blood pressure fell rapidly and sternotomy was immediately performed. Blood was noted in the pericardium and immediately released. The pt remained hypotensive. A large amount of blood was noted when the right chest was opened. A small superior vena cava hole was identified and sutured, but the bleeding continued, the pt was emergently placed on bypass. A large tear was identified and repaired in the superior vena cava. A significant coagulopathy required massive transfusion with multiple units of ffp, cryoprecipitate, platelets and prbc's. Ultimately hemostasis was obtained. Post operatively the pt remained unresponsive. Neurology was consulted. A heat CT showed diffuse cerebral edema with abnormal parenchymal hypoattenuation (with obscuration of gray-white matter differentiation), complete effacement cerebral sulci, near complete effacement ventricular system, effacement basilar cisterns and cerebellar tonsillar herniation through foramen magnum. Pt underwent compassionate extubation on (B)(6) 2016 with her family at the bedside. Riata lead was disposed of during the procedure in the operating room. Staff clarified that tissue was adhered to the riata lead when it was removed. Staff re-educated on saving devices. Spectranetics, the company for the laser sheath and easy locking stylet reported to the FDA. We thought they were reporting the riata lead also, thus that is why we did not report, so we are reporting late. Spoke with the FDA and they explained a late report was appreciated.